Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate tachy shock due to noise oversensing while the patient was gardening. In addition, it was noticed that the shock impedance has increased since the initial implant measurements, from 101 to 135 ohms. The patient was brought for evaluations and noise was able to be reproduced with isometrics, the vector configuration was subsequently changed to primary. However, further information was received indicating the patient received another inappropriate shock due to t-wave oversensing. Technical services (ts) reviewed the episode and discussed it would be best to not leave the device programmed to primary nor secondary as both have resulted in inappropriate shocks. It was recommended to perform further evaluation to see if alternate vector can be considered as an option. The field representative confirmed the alternate vector has a good signal and will program the device this way. The patient additionally went through a treadmill test to set a new reference electrocardiogram template. This s-ICD remains in service and no additional adverse patient effects were reported. The product was not returned. Therefore, no product analysis could be performed. The "known inherent risk of device" conclusion code was selected as a product quality issue or new patient harm was not identified, and because the primary reported observation is addressed in product labeling (i.e. Instructions for use).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate tachy shock due to noise oversensing while the patient was gardening. In addition, it was noticed that the shock impedance has increased since the initial implant measurements, from 101 to 135 ohms. The patient was brought for evaluations and noise was able to be reproduced with isometrics, the vector configuration was subsequently changed to primary. However, further information was received indicating the patient received another inappropriate shock due to t-wave oversensing. Technical services (ts) reviewed the episode and discussed it would be best to not leave the device programmed to primary nor secondary as both have resulted in inappropriate shocks. It was recommended to perform further evaluation to see if alternate vector can be considered as an option. The field representative confirmed the alternate vector has a good signal and will program the device this way. The patient additionally went through a treadmill test to set a new reference electrocardiogram template. This s-ICD remains in service and no additional adverse patient effects were reported. Additional information was received that alerts for shock impedance measurements of greater than 200 ohms were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate tachy shock due to noise oversensing while the patient was gardening. In addition, it was noticed that the shock impedance has increased since the initial implant measurements, from 101 to 135 ohms. The patient was brought for evaluations and noise was able to be reproduced with isometrics, the vector configuration was subsequently changed to primary. However, further information was received indicating the patient received another inappropriate shock due to t-wave oversensing. Technical services (ts) reviewed the episode and discussed it would be best to not leave the device programmed to primary nor secondary as both have resulted in inappropriate shocks. It was recommended to perform further evaluation to see if alternate vector can be considered as an option. The field representative confirmed the alternate vector has a good signal and will program the device this way. The patient additionally went through a treadmill test to set a new reference electrocardiogram template. This s-ICD remains in service and no additional adverse patient effects were reported. Additional information was received that alerts for shock impedance measurements of greater than 200 ohms were observed. Which was suspected to be caused by calcification. The electrode was explanted and replaced, while the s-ICD remains in service. No additional adverse patient effects were reported.